Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient experienced a slow, fluttering sensation on the interior side of his implant. The sensation would ramp up and cause cramping pain. On a scale of 1-10 for pain, the patient rated the sensation as a 6. The sensation would come and go every few minutes and it would occur mainly when the patient was sitting. It reminded them of the "sensation of an alien inside of them trying to get out like the movie alien". There were no trauma/falls related to the issue. It was a gradual change. They had already contacted their health care professional (hcp) of the issue and they were trying to get a company representative out to a future appointment to look at the device. Additional information was received from a health care provider (hcp). It was reported that on (B)(6) 2016 the patient was at an appointment with the hcp and reported that he experienced fluctuating insomnia, eds and testosterone deficiency, fluctuating depression, and anxiety that seemed to be dbs related. The stimulation was turned off so the patient could receive dysport injections; the injections are repeated every 3 months. Following the injection, the stimulation was turned back on. It was noted that the patient has an unspecified extrapyramidal disease and spasmodic torticollis. The patient also reported to the hcp that he was experiencing increasing irritation at the implantable neurostimulator (ins) site in the last couple of weeks; the patient's discomfort ranges from 0-7/10 in intensity.. There was pain near the ins pocket that was described as burning / clawing. A CT scan was performed and it was noted that the ins was partially visible and looked normal in appearance. The patient also had mid rosacea along his chest and abdomen and experienced generalized fatigue/lethargy and daytime sleepiness in recent weeks; another hcp thought this may be shingles, without skin lesions. The hcp stated shingles is unlikely but is concerned about a low grade infection so the patient was given acyclovir and a course of prednisone which has not made any difference. The patient also experienced "restless sleep" and some memory loss but no loss of consciousness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.